Event description:
It was reported in an article reviewed by MFR that the vns pt experienced a bradycardia event intra-operatively upon initial implantation of the vns device, during lead test. The following is the summary of this pt's event according to the info in the referenced article. The pt had no medical history of cardiac disease. Physical examination at first consulation prior to implantation was normal, blood pressure was 130/85 mm hg and heart rate was 84 beats/minute. In 1999, a vns system was implanted. During the intraoperative lead test of vns the pt's heart rate changed from 65 beats/minute to a bradycardia of approx 43 beats/minute during the period of stimulation. A second test resulted in a similar response with 25 beats/minute. Heart rate returned to normal, rapidly after stimulation and the implantation procedure was carried out as planned. Postoperatively, there were no complications. After 10 days vns was initiated under ECG monitoring. No further cardiac effects were noted.

Manufacturer narrative:
Ardesch jj, et al., "cardiac responses of vagus nerve stimulation: intraoperative bradycardia and subsequent chronic stimulation", clin neurol neurosurg (2007), doi: 10.1016/j.clineuro.2007.07.024.